Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the manufacturing record and the shipping inspection record of the involved product/lot# combinations confirmed that there were no indications of production-related anomalies or any discrepancies in the inspection results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. The report is for the first device used. See MDR 9681834-2018-00178 for the second device reported that was used on the same patient.

Event description:
The user facility reported a fracture on the involved progreat device. The first progreat device was inserted into the renal vessel and upon injecting contrast, the doctor realized that the progreat might of broken as the contrast media leaked out proximately of the microcatheter. Upon pulling out, he found that the microcatheter was broken. A second progreat device was found to be broken while inserting the microcatheter though the catheter. A new progreat was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section, and provide the completed investigation results. (B)(4). Visual inspection upon receipt revealed that the inner and outer layers of the catheter shaft had been fractured at approximately 116mm and 123mm from the distal end of the device with the stainless steel reinforcement having been exposed and stretched starting at the fractures of the inner and outer layers of the shaft. The separated segment of the inner and outer layers of the shaft measured approximately 7mm in length. Magnifying inspection around the fractures confirmed that the stainless steel reinforcement had not been cut with no portion missing from the device. The fracture ends were respectively inspected from the lateral sides under magnification. It was found that the catheter shaft had been crushed. The inner layer was noted to have been elongated at the end of the fracture. There was no scratch or dent around the crush which could have been a trigger of the generation of the crushes. The outside and inside diameters were measured on the undamaged segment and were confirmed to meet manufacturer specifications. Functional testing was conducted. A catheter sample of the reported product code was inserted in a parent catheter sample (a glidecath with a two-way stopcock connected to it) in the way where the segment around 100mm from the distal end of the catheter sample was placed in the two-way stopcock. In this state, the stopcock was turned. Subsequently, the catheter sample was subjected to pulling force. As the result, the inner and outer layers became fractured at two points with the exposure and elongation of the stainless steel reinforcement. Magnifying inspection of the fractures revealed that the shaft had been crushed in the same direction at these two points with the inner layer of the shaft having been stretched. The segment between the two fractures was found to be approximately 7 mm in length. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the outer layer of the catheter shaft became fractured as the result of a manipulation of the stopcock attached to the device used in combination with the actual sample while the actual sample was placed in the stopcock. Subsequently, the actual sample was subjected to pulling force, when the inner layer of the catheter shaft got elongated and the stainless steel reinforcement became stretched starting at the fractures and exposed. However, the exact cause of the reported event cannot be definitively determined. The IFU states: "if the guiding catheter is fitted with a stopcock, do not close the stopcock with the micro catheter system inside the guiding catheter. The micro catheter system may be broken."